Event description:
It was reported that the patient had problems and was not sure if it was the programmer or the implantable neurostimulator (ins). The patient reported that the programmer or ins had not been working since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative did reprogramming session and the patient seemed satisfied with their new programming.